Event description:
According to the user facility, the event occurred "a couple of weeks" prior to the date the incident was actually reported to the MFR. It was reported to the MFR that a pt monitor was brought into the MRI magnet room for use on a pt. The uer facility reported that the pt about to be scanned had been over-sedated and needed spo2 monitoring in a hurry. The MRI technologist placed the pt monitor on the counter which was 5 - 6 feet away from the MRI scanner. The pt monitor's power adapter, which was not secured to the ac wall socket, flew toward the MRI magnet and stuck on the magnet's side. The user facility reported that there were no injuries sustained by the staff or the pt as a result of this event.